Event description:
It was reported that the patient was referred for explant. The reason for explant is that the patient fell and broke her clavicle and her leads. It was stated that she has been feeling better since this happened and wants the vns removed. It is unclear what is mean by ¿she feels better¿ and if this refers to her having issues with vns prior to the lead breaking. No additional or relevant information has been received to date. No known surgery has occurred to date.

Event description:
Additional information was received that the patient's device was checked by provider after her fall, and it was confirmed that the leads were broken as high impedance was seen. Explant surgery did occur on and it is unknown if explanted devices are available for return, noting they were sent to pathology. The explanted products have not been received to date. In response to the patient stating they are feeling better after the fall and wanting the device removed, it was noted that there were "no events, no adverse events, per patient, just did not feel any different. She discussed with neurologist and was referred for removal". No additional information has been received to date.